Event description:
A review of service data has detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed the pulse lead hip-pot test. The last patient to use this electrode belt did not report any issues.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation electrode belt failed the pulse lead hi-pot test. The cause for the test failure was isolated to a shorted esd700 component on the distribution node pca board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective component. The last patient to use this electrode belt did not report any problems.